Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded

Event description:
Patient reported receiving a couple of e4 occlusion error messages with the pump; was able to disconnect the tubing and prime it and the error did not persist until he reconnected the tubing to the headset. Patient stated he ate breakfast and went to work and then he got sick so he went home. Patient attributes his elevated blood glucose level to the occlusion. Patient reported he was trying to go home to get an infusion set but he was so sick he could not think of what to do, so his son took him to the hospital where his blood glucose level was over 600 mg/dl; has dka. Customer was taken off of the pump and placed on an IV with an insulin drip; does not recall anything else. The infusion set has been discarded. No product will be returned.